Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. No further information was provided.